Event description:
It was reported that the tip portion of the bur broke during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported that a second bur was opened and used to complete the case, there was a delay of less then 10 minutes. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the tip portion of the bur broke during a surgical procedure. It was also reported that the broken piece was retrieved from the patient. It was further reported that a second bur was opened and used to complete the case, there was a delay of less then 10 minutes. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet received for evaluation.